Manufacturer narrative:
The user informed olympus medical systems corp. (Omsc) that the reported phenomenon was found to be caused by the ur-4md (made by teac corp.). Therefore, omsc judged that the reported phenomenon was not caused by the subject otv-s190. There were no further details provided at this time. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to olympus for investigation yet. Olympus will investigate the subject device to determine the cause of this phenomenon after olympus receives it. Olympus will submit a supplemental MDR report after the cause of this phenomenon is found.

Event description:
During the unspecified procedure with the subject otv-s190, the image of the monitor had disappeared. The user replaced the subject otv-s190 to another system (otv-s190, unspecified monitor, unspecified light source) to complete the procedure. The user reported that the other devices (unspecified monitor, unspecified light source) used with the subject otv-s190 was operating normally. There was no report of the influence to the patient other than replacing the device.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2017-00528 to provide device evaluation results. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc investigated the subject device, and there was no abnormality of the subject device.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2017- 00528 to provide device evaluation results. Olympus medical systems corp. (Omsc) visited the user facility and investigated that the device which was not covered by the combination (ur-4md made by (B)(4).) Was connected with the dvi out terminal of the subject otv-s190. Omsc confirmed that the phenomenon could be reproduced when the subject otv-s190 connected with ur-4md and conducted the following procedure: to connect the dvi out terminal of the subject otv-s190 with ur-4md. To turn on the ur-4md. To turn on the subject otv-s190. There were no further details provided at this time. If significant additional information is received, this report will be supplemented.